Manufacturer narrative:
(B)(4). Upon inspection the ach1 device was functioning as intended by the IFU. The movement of the clip described in the complaint could have been caused by failing to apply counter pressure to the clip when pulling the device out of the body. Additionally the movement of the clip could have been caused due to surgeon technique in extracting the remnant sutures. Everything in regards to the inspection of the device was as deemed to be acceptable as intended by the inherent design.

Event description:
During a concomitant procedure along with an laa exclusion, the surgeon said the clip slipped up the appendage while the deployment tool was being removed. Upon follow up he described it as the clip pulling off the laa when trying to remove deployment tool and sutures. Laa was torn at the tip but surgeon said that could have been caused by pick ups and therefore that part of the event was not related to the clip. The tear was repaired and another clip was used to complete the case. The patient outcome was not affected.